Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Date of implant: unk. Date of explant: unk. Results: (operational problem): visual inspection of the returned product found the lens optic and both haptics torn. The lens was returned in liquid. (B)(4).

Event description:
The customer returned a cc4204a collamer single piece lens, +19.5 diopter, to the manufacturer torn. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.